Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing some jolting when the ins was on and sometimes they would not feel the stimulator as if it was working. The rep sated that the patient was programmed multiple times and multiple troubleshooting was performed. The rep reported that there were not factors which had contributed to the issue. The system was explanted on (B)(6) 2018. No further complications were reported.